Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The sensor printed circuit board (pcb) passed all tests. No faults were found on this returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. Manufacturer's filed service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the unit's sensor board to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of high internal oxygen (o2) alarm. The customer reported there was no patient involvement. Event date not specified: estimate used.